Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The elevator channel plug was loose. Also found, the forceps cover glue was peeling, the probe unit rubber had dents and was leaking, and the cover glue also had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the water jet nozzle was loose on the evis exera ii ultrasound gastrovideoscope. The issue was found at reprocessing. No reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Considering the year of manufacture of the equipment, there was a possibility of peeling due to deterioration over time. Alternatively, it was likely that the issue occurred due to the application of an external force such as strong rubbing against the relevant part during normal use including reprocessing due to long-term use. The instructions for use (IFU) provides the following guidelines: inspection of the machine: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities.